Manufacturer narrative:
Concomitant product: product ID 3487, serial # unknown, product type lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient felt a loss of stimulation. Troubleshooting (reprogramming) did not solve the issue. The patient felt the loss of stimulation abruptly, he didn¿t do anything that could have caused the issue. Reprogramming and x-rays were done on (B)(6) 2015. The x-ray showed no sign of damage to the lead or implantable neurostimulator (ins). Impedance measurements were: 0<(>&<)>1 2,927 ohms; 0<(>&<)>2 6 ,523 ohms; 0<(>&<)>3 8,971 ohms; 1<(>&<)>2 4,656 ohms; 1<(>&<)>3 7,223 ohms; 2<(>&<)>3 2,792 ohms. Surgical intervention was scheduled for (B)(6) 2015. The rep confirmed two and a half weeks later that the physician implanted a new lead. With the new lead, the patient was receiving effective therapy and was doing fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed that the lead will not be returned to the device manufacturer.